Manufacturer narrative:
Batch reviews performed on 10 april 2017. Lot 150708: (B)(4) items manufactured and released on 13 march 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 4/10 mm left, code 02.12.0410fl, lot. 147252 (k121416) (B)(4) items manufactured and released on 26 march 2015. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Gmk-sphere tibial tray fixed cemented size 4 left, code 02.07.1204l, lot. 148737 (k090988) (B)(4) items manufactured and released on 25 march 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The patient was positive for strep. The surgeon washed out the knee and revised all components. The surgery was completed successfully. X-rays and explants are not available.